Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges limited motion, constant pain, infection of original implant causing necessity of revisions, pain in leg and neuropathy in both legs. After review of medical records for MDR reportability, patient was revised to address pain and infection. Revision note stated, there was about 3 ml of very cloudy synovial fluid out which almost looked purulent. The hip was dislocated and did have a lot of fibrinous growth within the acetabular area. The stem was well fixed but found to have some osteolysis in the proximal femur. The patient had a lot of bone loss. It was mentioned that the sed rate and crp were elevated; however his aspiration was dry. There were no laboratory values provided. Doi: (B)(6) 2010; dor: (B)(6) 2016; (left hip).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges loosening of cup, loosening of stem, metal wear/metallosis and elevated metal ions.